Event description:
The device was returned to physio-control in accordance with recall #z-2341-2008. Failure analysis center evaluated the device and observed that it would not power on due to a depleted internal battery. There was no patient use associated with event.

Manufacturer narrative:
(B) (4). A replacement device was provided to customer. Physio- control continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.